Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -9.0 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged with the same model and power but longer length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -9.5 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause reported as unknown.